Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown. The device remains implanted.

Manufacturer narrative:
Reason for reoperation: rupture device photo evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pregnancy related complications-ndr: unable to observe since it is not related to the device. Additional observations: ¿ red biological tissue observed on the surface of the shell. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional later reported left side rupture. Device has been explanted and replaced.